Manufacturer narrative:
Evaluation summary: as returned, the rim impaction adapter is fractured into three pieces. The fracture originates at the lip that mates with the rim of the liner and goes through the area where it mates with the rim impactor instrument. The potential field age of this device is approx 10 months. However, the frequency of use is unk. It is unk if the proper surgical technique for use of the adapter was followed. The manner in which it was being used when the fracture occurred is also unk. Possible causes of these fractures include: the adapter lip not seating flush to the rim face of the liner during impaction, creating a point loading situation; an undetectable subsurface defect in the material; a defect (i.e. Scratch, chip, hole, etc) that was introduced at the mating interfaces when the adapter was not in use (i.e. During cleaning). Based on the information provided, a definitive cause for this event cannot be determined with certainty. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the investigation, the need for corrective acton is not indicated.

Event description:
It is reported that the device broke during impaction of the ceramic liner.